Event description:
It was reported that following a "slap" repair procedure the pt, a springboard driver, experienced anterior pain when the pt's arms were raised overhead upon entry into the water. The pt was re-scoped and an area of abrasion on the superior edge of the subscapularis was noted. The surgeon reports that the area of abrasion is believed to be caused by an anterior knot which had not been covered with synovium. Removal of the suture material completely resolved the pt's symptoms.